Manufacturer narrative:
(B)(4). The following additional information was obtained: thrombo-endarteriectomy using bovine patch reconstruction was performed. Intraop at least 2- 6.0.prolene sutures broke (not near needle). Post-op (after about 2 hours) bleeding in reconstruction area occured. Patient had circulatory collapse, strong bleeding, ranimation was not necessary reconstruction with same like suture, suture again broke twice (again not in needle area), suture from new package was used to complete surgery. Post-op patient was in stable condition, wound healing successful, patient left hospital about 5 sutures were affected. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number of all sutures with the reported issues . Note: the following medwatch has been submitted to report post-op breakage: 2210968-2019-80260; the following medwatches have been submitted to report intra-op breakage: 2210968-2019-80261, 2210968-2019-80262, 2210968-2019-80263.

Event description:
It was reported that the patient underwent reconstruction procedure for thrombo-endarteriectomy using bovine patch reconstruction on an unknown date and suture was used. During the procedure, the suture broke, not near the needle. The procedure was completed with a like device. There were no reported patient consequences.